Event description:
Eleven days after the implantation, it was observed that the device is in backup mode. Device currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, presenting the ICD in backup mode. The battery status of the device was bos. The memory content of the device was analyzed. The analysis revealed that the ICD automatically activated the backup mode, because the device detected invalid memory content during an automatic signature check. The provided device data documented that the ICD activated the backup mode twice before, confirming the clinical observation. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the ICD will activate the backup mode to ensure patient safety. The ability of the device to deliver therapies is not affected by the safety mechanism. In a next step, the device was reinitialized with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. There are no indications of a device malfunction. Subsequently, the memory content of the device was monitored for several days after reinitialization. Thereby, repeated invalid memory content was found, leading again to the automatic activation of the backup mode. The device was further extensively tested, containing temperature stress tests as well as cyclic signature tests. During the tests the root cause could be narrowed down to a damaged memory cell. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test, including multiple memory tests, proved the device functions to be as specified. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.